Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. Technical support guided the customer on correctly aligning the pump with the charging pad and suggested using a different wall outlet, which resolved the charging issue. The customer continued to use the pump for insulin therapy.